Event description:
As reported to coloplast though not verified, pt was implanted with minitape and restorelle a mesh. Later the pt experienced pelvic pain, dyspareunia, vaginal scarring, cystocele, bladder pain, nocturia, urinary urgency, vaginal pain and infection. A procedure was performed for removal of vaginal scarring and mesh repair.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.